Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using a ruby coil and a non-penumbra microcatheter. During the procedure, while advancing the ruby coil through the microcatheter, the physician experienced resistance and decided to retract the ruby coil. However, upon retraction, it was noticed that the ruby coil had unintentionally detached inside the microcatheter. No additional information regarding the completion of the procedure was provided. There was no report of an adverse effect to the patient.